Manufacturer narrative:
Na

Event description:
It was reported that a lead perforation was observed. The lead was repositoned without complication. The lead was moved from the apex position onto the septum.